Event description:
It was reported that the pump battery was depleting quickly. The customer declined to provide the blood glucose level at the time of the event. The customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.